Event description:
Allegedly, plaintiff will be caused to undergo a left total hip replacement with resulting scarring to remove the defective hip implant.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, plaintiff will be caused to undergo a left total hip replacement with resulting scarring to remove the defective hip implant.

Manufacturer narrative:
Microport orthopedics has not identified any manufacturing defects or nonconformities as contributing factors to the performance of metal-on-metal (mom) devices. There have been no manufacturing deviations identified which would affect the performance of the device. There have been no manufacturing trends identified. Additionally, a final device history record review occurs before the products are put to the shelf which ensures that all manufacturing and inspection steps were properly documented and that all issued materials are accounted for and the commercially available product was manufactured in accordance with the applicable product specifications and met all acceptance criteria. The current package insert for metal-on-metal products is 150803, microport hip systems.